Event description:
(B)(4). The dealer reported that the m51p power wheelchair joystick would log on, and the unit would not move. Additionally, the brakes would not disengage evenly. There was no injury reported.